Event description:
A pt was brought into the emergency room in a coma. Their blood glucose was tested and the result was 95 mg/dl. A lab draw was done and the result was less than 10 mg/dl. An IV was given after the lab result. The pt was admitted to the hospital. 45 minutes after the lab the pt blood glucose read 100 mg/dl. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.